Manufacturer narrative:
Device evaluated by MFR: evaluation summary: the report of "regurgitation secondary to leaflet tear" was visually confirmed. The x-ray demonstrated minimal calcification on leaflet 1, moderate calcification on leaflets 2 and 3, and wireform intact. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. All three leaflets were observed to be thickened and swollen near the commissures, and near the wireform of leaflet 2. Leaflet 1 had a 4mm tear followed by a 4mm non transmural tear along commissure 1, and a 4mm tear followed by a 5mm non-transmural tear along commissure 2. Leaflet 2 had a 4mm tear followed by a 4mm non-transmural tear along commissure 2, and an 8mm along commissures 3. Leaflet 3 had a 4mm tear along commissure 3. Thickened tissue was observed near all tear regions. The tears were observed to be significant enough to cause the reported regurgitation. The wireform was exposed on commissures 2 and 3. Additional manufacturer narrative: updated sections device evaluated by MFR. It has been determined that the root cause of this event was due to calcification. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. This event was most likely impacted by the progression of the patient¿s underlying valvular disease and other patient related factors. It was noted that the customer expected calcification since the patient was on dialysis. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device has been returned for evaluation. However, the analysis is still in progress. Once the evaluation is complete, a supplemental report will be submitted accordingly.

Event description:
Edwards received information that this 21mm aortic pericardial valve, implanted for 10 years and one (1) month, was explanted due to aortic regurgitation secondary to leaflet tearing. This valve was originally implanted for aortic valve replacement to correct aortic stenosis. The valve was explanted and replaced with a 19mm magna ease aortic valve. The customer expected there would be calcification due to dialysis; however, regurgitation was due to a leaflet tear. The patient status was reported as ¿under treatment¿ at ICU.